Manufacturer narrative:
A visual evaluation of the returned percuflex plus ureteral stent package found that there was a jagged hole torn in the mylar side of the product pouch. The tear was found to be 0.9 centimeters long. The tear was located near the top of the stent tray. Three other areas appeared slightly damaged also on the mylar side. It appears that during stocking or storage the device came into contact with another object (shelving, storage container, storage hook) causing the pouch to be torn and damaged. Therefore, the most probable root cause for this event is determined to be handling damage.

Event description:
It was reported to boston scientific corporation that a puncture hole was noted in the packaging of a percuflex plus ureteral stent during a stock check prior to a procedure. There was no patient involved.

Event description:
It was reported to boston scientific corporation that a puncture hole was noted in the packaging of a percuflex plus ureteral stent during a stock check prior to a procedure. There was no patient involved.

Manufacturer narrative:
Although expected, the device has not been received for analysis. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.